Event description:
It was reported that during a laparoscopic gastric bypass, the device cut and stapled with no issues; however, when anastomosis was visually inspected, a leakage was noticed. When unable to stop the bleeding, the surgeon converted to an open procedure to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.